Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device. The reported operates differently than expected was confirmed as a link detachment/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional superficial femoral artery procedure. Reportedly, when the proglide foot was backed up against the arterial wall, no resistance was felt. The proglide device was removed and another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.